Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected. A field service engineer shut down and restarted the refrigerator and station, but the system did not come online. Replaced the network cable with no improvement. Inspected all connections on the irac board and network setup. Found the refrigerator router had no lights or power. Retrieved and installed a replacement refrigerator router from the depot. The refrigerator came back online and was successfully recovered. Ran hta (hardware test application), and the fridge opened and connected to the station as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator fridge was not detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator fridge was not detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.